Event description:
This procedure was performed in (B)(6). Routine angioplasty was performed, no complications during the procedure. On the third inflation of the evercross pta balloon (inflated according to IFU guidance) ruptured circumferentially causing the clinician to be unable to pull it back through the sheath. They had to remove the sheath and the balloon in order to continue with the procedure. No reported procedural complications and the patient is well and made a full recovery.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The evercross dilatation catheter was received for evaluation with the 6fr sheath but without any other ancillary devices or cine images from the procedure. The balloon material exhibited a circumferential tear between 2mm and 6mm from the proximal edge of the distal balloon bond. The tear was spiral for a full diameter and was connected with a longitudinal tear that extended to the end of the distal cone. The proximal edge was collapsed and pulled over distally. The inner shaft (from the balloon chamber) exhibited stretching. Both marker bands were present and there was no indication that any material was unaccounted for.